Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that patient log files were sent to the manufacturer for review and confirmed several power spikes and a steady increase in power and flow readings. In addition, a few weeks ago, a left ventricular angiogram was done which revealed some potential obstruction. The patient was also experiencing some shortness of breath. The patient's case was discussed with the manufacturer's clinical representative and it was agreed that there is most likely thrombus in the pump. Approximately one week later, a decision was made to exchange the lvad pump with another lvad pump.